Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: lab analysis of the returned device identified: crease flat, weight to the spec and white particles. Cloudy and bubbles was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.